Manufacturer narrative:
The unknown patella component (cat # unk; lot # unk) was also replaced during the reported revision. However, at this time it cannot be determined which, if any of the reported devices may have caused or contributed to the pt's revision. An evaluation of the device cannot be performed as the hospital discarded the explanted devices and devices were not returned to the manufacturer. Additional information including x-rays and medical records was requested, but not provided. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "surgeon exchanged insert and replaced patella."